Event description:
It was reported that the customer's insulin pump alarmed button error and the alarm could not be cleared. Advised the caller to discontinue the use of the device and revert to back up plan. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a button error alarm as a result of corroded keypad traces. The device was received with cracked screen, battery tube threads, reservoir tube and lip, and cracked belt clip slot.(B)(4).